Manufacturer narrative:
The report of suspected thrombus was confirmed during the evaluation of the returned pump. Examination of the pump blood-contacting surfaces revealed a ring of tissue-like thrombus adhered to the inlet bearing and bearing cup. The thrombus was denatured and showed evidence of laminated layering, indicating that it likely developed in this location over an undetermined period of time while the pump was operating. The evaluation could not conclusively determine a specific cause for the development of the observed thrombus. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the driveline wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 7 months post-implant, it was reported that the patient underwent a pump exchange due to suspected pump thrombus. No further information was provided.